Event description:
It was reported that the implanted pump moved in the pocket. At a refill appointment with the hcp, ¿they put the template over and then they have to push his stomach because the pump fell forward¿'cause the doctor never informed him not to bend over¿. The device system was used to deliver an unknown drug. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4).